Event description:
It was reported that during the atrial fibrillation ablation faradrive steerable sheath was selected for use. It has been mentioned that physician attempted to insert faradrive with white dilator and noticed that dilator was split at the end. The procedure was completed using different device (same model). No patient complications occurred. The product is not expected to return for analysis as disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation ablation faradrive steerable sheath was selected for use. It has been mentioned that physician attempted to insert faradrive with white dilator and noticed that dilator was split at the end. The procedure was completed using different device (same model). No patient complications occurred. The product is not expected to return for analysis as disposed. It was further reported that the damage was not present upon opening the package. All pieces were intact on the dilator. The issue was discovered prior to insertion.